Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2006. Subsequently, counsel alleges that metal debris from the prosthesis is being released into the patient's body. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event date - event date unknown. It is unclear whether a revision procedure has taken place. Explant date - it is unclear whether a revision procedure has taken place. Manufacture date - unknown. The user facility is outside of the united states. No medwatch report was received. The product and lot number identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.